Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from norway alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on different platforms (genexpert and the mutasjonsanalyse mp compact/lc480) which yielded a negative result for sars-cov-2. Positive results were initially reported and then changed to inconclusive a few days later. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to differences in testing platforms and possible off-label collection. Differences in testing platform assays may not provide reproducible results. Facility name truncated due to character limit : (B)(6) hospital; department of microbiology laboratory building goods reception.